Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and an external ram crc error alarm. The customer's blood glucose value was 98 mg/dl at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer was calling back after completing unexpected restart alarm troubleshooting and receiving another unexpected restart alarm after a battery change. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted.